Event description:
It was reported the tip of the scope of light source had broken off and parts remained in the plateau device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, based on the repair estimate inspection result, as wear on the output connector has been confirmed, it is presumed that light guide connector could not be removed due to wear on the output connector, resulted in phenomenon that light guide connector was bent and remained in the device occurred. Olympus will continue to monitor field performance for this device.